Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). It also indicated the criteria for right ventricular (rv) lead integrity alert were met, and that the impedance of the rv pacing lead was beyond the expected upper range.

Event description:
It was reported that the patient presented to the emergency department (ed) due to their implantable cardioverter defibrillator (ICD) toning. Upon interrogation is was discovered that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with oversensing/increased sensing integrity counter (sic), high impedance, and t-wave oversensing (twos). Also noted on the ICD during reprogramming was an instance of an artifact that was seen by the sense amplifier resulting in the device incorrectly classifying the artifact as a sensed event. Reprogramming was completed and the ICD and lead remain in use. It was noted the patient is currently enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced symptoms of mild back pain, nausea, and diarrhea. Physician indicated the patients right ventricular (rv) lead exhibited noise and has a lead fracture most likely due to the fact the patient continues to work out. Including upper extremity weight training. Physician stated the patient is a high risk for repeated lead fracture. Reprogramming was completed, and all ventricular tachycardia (vt) and ventricular fibrillation (vf) detections were turned off. Eventually the patient chose to have the lead extracted and not replaced at this time. No patient complications have been reported as a result of this event.